Event description:
The healthcare professional reported that during a primary functional endoscopic sinus surgery (fess) procedure, the trudi system accuracy was off. It was reported that the accuracy was 2mm off on the sphenoid while using the suction device (catalog / lot# unknown) and the straight shaver (catalog / lot# unknown). The procedure was reportedly continued with the issue unresolved. The software version used was 2.3.2.3. There was no report of any negative patient impact. On 02-dec-2024, additional information was received. Per the information, the end user did confirm accuracy using the registration probe after the process was completed. The end user did confirm accuracy using known landmarks in endoscopic visualization inside the nasal cavity. The inaccuracy was determined in the sphenoid sinus; the inaccuracy was first noticed in the sphenoid wall. Accuracy was validated using the registration probe and through instrumentation. Computed tomography (CT) image was used as the primary image. All fields of view were used. There were no noticeable defects to the CT scanned image. The information indicated that the surgeon was the one who performed the registration; the physician is in service. Per the information, the physician has performed many registrations and there have been a lot of accuracy issue (the number of times is unknown) but the accuracy issue is reported to be recurring. Accuracy was confirmed on the lateral canthus, bridge of the nose. The registration process was not restarted / redone after the initial finding. The patient tracker did not move. The patient tracker cable was not under tension in relation to the accuracy event. There was no ferromagnetic material placed within the trudi zone. There was no other device¿s shaft in the proximity to the transmitter of the emitter pad. The emitter pad did not move, and the patient did not move. Related to the shaver blade, the catalog and lot number of the device is not known. The serial number marked on the white trudi connector (usb) cannot be obtained. When the accuracy issue was observed, the bar below the device icon on the trudi system monitor was green. There was no error message on the trudi nav monitor for this device. The shaver blade was plugged in after the registration. Per the information, the shaver blade is not available for return. Based on the additional information received on 02-dec-2024, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is pgw/erl. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.